Manufacturer narrative:
Ortho performed a complaint review for similar injury, and provided objective evidence of infectious disease testing. All results were satisfactory. (B)(4).

Event description:
Customer contacted tsc to report: employee was in pipetting process out of a glass test tube, which was cracked, and punctured finger on cracked glass of pipette tube. Customer was using 0.8% surgiscreen cell 2, lot# vss925, exp. 8/15/17 at the time. Employee was wearing ppe (latex gloves) at time of incident. Employee's finger was punctured while picking up glass from broken vial. No treatment or medication was administered and the employee continued to work. Employee health nurse did a screening after the incident and deemed the employee fit to return to work. Punctured area was washed thoroughly; no further action was taken by employee health nurse. Update: tsc obtained pertinent information regarding incident. Cell #2 was the screening cell being used, however, surgiscreen vial was not broken. Customer was in pipetting process out of a glass test tube, which was cracked, and punctured finger on cracked glass of pipette tube. Issue started on: (B)(6) 2017, frequency: isolated, other relevant details: the incident was internally documented, will be on osha log as exposure.